Manufacturer narrative:
This complaint was originally thought to be non-reportable. It has since been reported on (april 06, 2010) on request, because the customer mentioned in the complaint description of (B)(4) (MDR 2910081-2010-00013) that it happened before. At the time the customer notified siemens, the preparer did not know that incidents of this known issue have to be reported even if there was no mistreatment reported by the customer. Preliminary risk indicates: severity 3 (critical): case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical): case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Probability c (remote): part 1: c (remote) - reason: improbable (to maximum remote) for more than one fraction - here assuming the same conditions as above, but multiple times for one single patient. Part 2: c (remote) - reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change. The system rtt material number (B)(4), serial number (B)(4) is affected.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator and associated rtt workstation. In the abundance of caution, this issue is being reported. There was a patient treatment where the software did not record the treatment for that day. These were two fields on a brain treatment. Syngo did not show the treatment under treatment documentation and the system did not indicate that any treatment was done on that day. There was, however, a hard copy record to refer to. No information was reported that suggests that a mistreatment or serious injury has occurred.